Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, power loss and blank display. The customer¿s blood glucose level was 114 mg/dl. Customer stated that the display was blank. The troubleshooting was performed and was advised to insert new aa battery and display returned after pump restart. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. The customer reported that they had power loss and pump went back on. Customer stated that the buttons were respond. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.